Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating that customer had bubbles in her tubing and had experience an occlusion alarm.